Manufacturer narrative:
The normed multi 17cm6 w scale is a class I devices and is thereof exempt from premarket notification 510(k); due to that fact it was erroneously considered as not marketed in the u.s. In the last MDR it was stated by mistake an MDR would be thereof obsolete. Trend analysis: no trend identified. Review of incoming information it is reported that after the rdg process, the multi-functional pliers shows rust at the field of laser-marking on the jaw. Devices analysis the laser marking which states ""k-wires max. D 2,0 mm"" has released a yellowish coloration around and on the marking. Root cause analysis possible causes for the reported event according to sap rmw for similar/comparable device from zimmer's portfolio : line r-2.1.2: instrument remains unclean or unsterile due to instrument design features lead to failure of cleaning (disinfection) and/or sterilization process line r-2.2.3: corrosion product enter wound and can cause adverse body reactions -> due to corrosion products released from instruments line r-3.2.4: instrument remains unclean or unsterile, causing patient infection -> due to incorrect sterilization or cleaning process used line r-3.2.6: instrument remains unclean or unsterile, causing patient infection -> due to instrument design features lead to failure of cleaning (disinfection) or sterilization process comparison to investigation results whether it is possible and justification: line r-2.1.2: not possible -> a systemic issue with design and/or material properties would have been detected within the attached complaint summary line r-2.2.3: possible -> discoloration of laser marking is visible line r-3.2.4: possible -> sterilization certificated were not returned. Cannot be excluded line r-3.2.6: not possible -> a systemic issue with design and/or material properties would have been detected within the attached complaint summary a complaint history search found there are no additional complaints for the product lot numbers involved. There is a manual for orthopedic normed surgical instruments, which has recommendations for care, cleaning, maintenance, and sterilization that zimmer recommends all reusable devices be processed in accordance with. There is a statement in this manual which says, "normed products are suitable for cleaning with alkaline or enzymatic cleaning agents. Only chemical and cleaning agents which have been approved by the manufacturer for surgical products made from titanium, aluminum, plastics and / or various types of steel should be applied. Highly alkaline cleaning solutions can lead to staining and anodized surfaces and loss of elasticity in the case of silicone parts." Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The reported device was and is not released in the us market, therefore this MDR is obsolete. Please invalidate the case from your system. (B)(4).

Event description:
It has now been reported, that rust was found on an normed multi 17cm6 w scale after cleaning process on (B)(4) 2015.

Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that rust was found on an unknown normed product after cleaning process on (B)(6) 2015.